Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure modes will be monitored and trended.

Event description:
The user facility reported a 72-year-old white male noted as high-risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient on impella cp experienced access site bleeding. The patient was on impella support for 83.72 before successfully being weaned and explanted.

Manufacturer narrative:
The investigation into the access site bleeding - major has been completed. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided.